Manufacturer narrative:
(B)(4).

Event description:
It was reported "[on] (B)(6) 2021 5:19pm pt intubated in the or with 7.0 teleflex ett. In ICU - (B)(6) am pt had peak ventilator pressures of 10 - 11 cm h20 then they began reading 34-38 cm h2o, patient was agitated and had difficulty passing a suction catheter. (B)(6) 12:29pm removed the ett and reintubated, ventilator peak pressures returned to baseline of 10-11 cm h20". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual device sample was not returned for evaluation; therefore, one sample was retrieved from a production lot at the manufacturing facility. A visual inspection was conducted on the production sample and no defects were observed. Functional testing was also performed and the cuff was inflated to 25mbar using calibrated endotest. The cuff was able to maintain pressure. The sample was then immersed in water and no air bubbles were observed flowing out from the cuff indicating no leaks. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed. From the customer description it seems that there's a possibility that the tube was leaking during use or there was a kink that was blocking the air to the patient; however, without the actual sample the real root cause could not be determined.

Event description:
It was reported "[on] 4/15/21 5:19pm pt intubated in the or with 7.0 teleflex ett. In ICU - april 16 am pt had peak ventilator pressures of 10 - 11 cm h20 then they began reading 34-38 cm h2o, patient was agitated and had difficulty passing a suction catheter. April 16 - 12:29pm removed the ett and reintubated, ventilator peak pressures returned to baseline of 10-11 cm h20". Patient condition reported as "fine".